Manufacturer narrative:
Failure analysis: the unit had intermittent bolus express and escape buttons response due to corroded keypad traces. However, unit was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump was damaged with water after the customer went into the swimming pool with the device. The customer¿s blood glucose level was 111 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.